Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the port leaked from the seal which has torn/ripped. Changed the sleeve for another and continued the operation. Patient was fine, no adverse consequences. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual conditions, the seals were noted in good conditions. Upon evaluation of the device, a leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.